Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 22 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported.